Manufacturer narrative:
The device has been returned for evaluation and device analysis is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery, the flow-diversion device became stuck within the distal segment of the marksman during deployment. The distal end of the marksman was damaged as it appeared as though the flow-diversion device perforated the marksman. It was reported that the flow-diversion device was in the process of being pulled back into the "landing zone", once it was in the landing zone the delivery wire was pushed to expose the device as per normal delivery procedure. The flow-diversion device became immobile in the microcatheter. The physician attempted to released the load in the system in order to resolve the issue however was unsuccessful. The flow-diversion device was unable to be advanced, and was safely removed via the 'cork' technique. A new marksman and flow-diverter were used to complete the procedure. The flow-diverter was implanted successfully. No patient injury was reported.

Manufacturer narrative:
The marksman microcatheter was returned for analysis. The flow-diversion device was observed to be partially deployed out of the catheter tip for 1.0cm and released from the capture coil. The marksman microcatheter was observed to be partially separated with the distal portion of the pushwire protruding out of the partially separated location on the microcatheter. The remaining segment of the pushwire was found to be stuck inside the microcatheter and could not be pushed forward or removed. For further examination, the microcatheter was dissected at several locations in order to remove the flow-diversion delivery system. The tip coil was observed stretched, and the pushwire was observed bent and kinked. In addition, the flow-diversion device had slight fraying. The microcatheter tip and marker band were also observed damaged and the microcatheter body was found partially separated at 3.5 cm from the distal tip. The tubing material at the separated section exhibited jagged edges, exposed braid, and stretching. Additionally, the microcatheter body was found to be stretched with accordion damage at 18.0cm to 24.5cm from the distal tip. No other anomalies were observed. Based on the analysis findings the clinical observation was confirmed. We are unable to definitively determine the cause of the reported experience. However, the damages observed on the returned catheter and flow-diversion delivery system, suggest excessive force was used during delivery such as pushing and pulling. Per our instructions for use (IFU), ¿never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter.¿ furthermore, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.